Event description:
Patient reported right side ¿felt a fold¿, ¿discomfort¿, ¿necrosis on ganglions, infection and mild fever¿, and ¿diagnosed with intra and extracapsular rupture¿, device remains implanted.

Manufacturer narrative:
The events of infection and silicone migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, infection(late onset), rupture, silicone migration.